Event description:
It was reported that log files were submitted for review on 05dec2017. The manufacturer's technical service representative reviewed the submitted log file and observed a no external power alarm when connected to the mobile power unit (mpu). The customer was informed this event may have been as a result of the mpu power cord becoming unplugged from the wall or the power cord becoming loose from the mpu. There were no other unusual events seen within the log file. Additional information was requested, but not yet provided.